Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report battery problems on the insulin pump. The customer then mentioned that she was hospitalized four weeks ago for a low blood glucose reading of 21 mg/dl. In addition, the customer mentioned that the insulin pump shut down without warning earlier this morning. Nothing further was reported.